Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The reported device will not be returned as it remains implanted. Without return of the explanted device or additional information, the reported explant cannot be confirmed and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 27mm valve was disabled after an implant duration of approximately 10 years, one month for unknown reason. A 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. Both devices remain implanted. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative - additional information received indicates this device was explanted due to calcification. Attempts to obtain device have not been successful. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Additional information received indicates valve was explanted due to severe prosthetic aortic valve insufficiency secondary calcification. The explanted valve was found to have two cuffs that were calcified leading to at least moderate if not severe aortic stenosis. There was also a torn cusp leading to the severe aortic insufficiency. The explanted device was replaced with a 25mm competitors valve. Patient left or in critical but stable condition.